Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been pulled back across the valve and was double counting beats. This resulted in inappropriate shocks. The tachy therapies were turned off temporarily. Subsequently, an invasive procedure was performed. Upon opening the pocket, twiddler's syndrome was confirmed. The rv lead was successfully repositioned. No report of therapy exhaustion. No additional adverse patient effects were reported.